Manufacturer narrative:
One used device was received and evaluated. Testing found that the distal tubing from the back check valve of the tubing set was broken off. The probable cause could be excessive force applied to the tubing which caused the tubing to break from the back check valve of the tubing set. This report represents all the information known by the reporter upon query by hospira personnel

Event description:
The customer contact reported a device breakage; subsequently, a leak was noted. The tubing set was being used to deliver an unspecified concentration of dilaudid, via a pt controlled analgesia (pca) pump. No specific programming parameters were provided. It was reported that at 1300, the pt was transferred from the post anesthesia care unit (pacu) to the ravdin 9 unit. The customer contact reported that the tubing snapped during the pt's transportation from pacu. It was reported that when the pt arrived on the unit, an unspecified volume of solution leaked onto the pt's bed. At this time, it was reported that the tubing appeared to be cut, completely detached, and broken distal to the check valve of the tubing set. The customer contact reported that the tubing set could have gotten caught on something or was stretched during the pt's transportation. The tubing set was replaced and the therapy was resumed. The customer contact reported that there was a delay in resuming the therapy due to needing to replace the tubing set; however, there were no reported adverse effects. No medical interventions were required. No additional info was provided.